Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A (B)(6) occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. (B)(6).

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customization has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: gui type changed which could lead to contradictory statements. Bio prosthetic function finding group changed from radio to box, allowing for contradictory statements to appear on the report. Reports with inappropriate use of gui type septal notch. Potential impact: contradictory statements can now be made based on findings in the group. Report presented downstream is different from what the reading physician intended. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(4).